Event description:
The patient underwent a trial procedure for an scs system on (B)(6) 2011 and was implanted with a percutaneous lead. It was reported that the next day the patient complained of headaches when she stood up and was nauseous. The physician decided to explant the lead. The explanted lead was discarded by the facility; therefore, it will not be returned to the manufacturer for evaluation. Attempts to obtain additional information regarding the patient's condition were unsuccessful. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.